Event description:
On (B)(6) 2014, examination/palpation determined that the pump flipped in the pocket. The patient stated that he was unable to use his ptm (personal therapy manager) when the pump would flip, so he would manually flip it back into the correct position. During the visit, the pump was manually flipped to obtain the correct position for the pump port to be accessible for the pump refill. On (B)(6) 2014, a reservoir volume discrepancy was found. The expected volume was 12.5 cc, but the actual volume removed was 19 cc and the pump was continuing to flip intermittently in the pocket. On (B)(6) 2014, a volume discrepancy was found where the expected volume was 10.6 cc and the actual volume removed was 20 cc and the pump was continuing to flip intermittently in the pocket. On (B)(6) 2015, the patient was taken to surgery where it was observed that the catheter was kinked. This was noted to be the cause of the pump volume discrepancy. The catheter kink was believed to be due to the pump flipping in the pocket. During the surgery, the cath eter was spliced and the pump was repositioned; the pump pocket was revised and the pump was re-sutured in pocket. The event outcome was reported as ¿resolved without sequelae¿ with a resolved date of (B)(6) 2015. The event was noted to be related to the device or therapy and unlikely related to the implant procedure. The severity of the event was noted to be ¿mild¿. The device system was delivering hydromorphone.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).